Event description:
It was reported that the patient experienced diaphragmatic stimulation due to their left ventricular (lv) lead. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.